Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 384 mg/dl at the time of the incident. The customer used the pump and was given intravenous insulin. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed. The customer was hospitalized again on (B)(6) 2018 after being discharged earlier that day. The insulin pump will not be returned for analysis.